Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited error code e216 and image disappearance during anugualtion. .the issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:b30 scope communication error and missing scope ID data. A definitive root cause could not be identified. Based on the results of the investigation and historical data, possible causes include: electrical component malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.